Manufacturer narrative:
(B)(4). Evaluation: during evaluation, the sample was visually inspected and damage was noted on the patient adapter. The cause of the damage to the patient adapter could not be determined. Leak, clear passage, and clamp function tests were performed with no issues noted. (This complaint was opened in relation to (B)(4).) A review of all batch record documents was performed for lot number h12g11099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
During an evaluation of a transfer set received for an unrelated issue, damage was noted on the patient adapter of the transfer set. There was patient involvement, but no patient injury or medical intervention reported.